Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac and dc power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis ctr and was unable to duplicate the reported failure. Further component root cause of the issue was not determined.

Event description:
It was reported that the device would not power on ac and dc source. There was no report of pt use associated with the event.